Event description:
During a carotid endarterectomy (cea) performed under local anesthesia, a pruitt shunt was prepared for use. Both balloons were functionally checked and the shunt was flushed with saline per standard preparation protocol. Upon placement of the vascular clamps and onset of the procedure, the patient exhibited an adverse reaction, prompting immediate deployment of the shunt. The internal carotid (ic) balloon was first inflated, and back-bleeding was confirmed via the red port. After releasing the forceps and initiating shunt flow, the common carotid (cc) balloon was then inflated. At this point, it became apparent that the shunt may not have been clamped at the shoulder to the internal carotid artery, resulting in flow through the red port rather than through the shunt itself. Additionally, a column of saline appeared static in the arm toward the common carotid artery, raising concerns about a potential flow obstruction or malfunction. Given the uncertainty of effective shunting and the urgency of the situation, the clinical team made the decision to remove the initial shunt and replace it with a new one. The second shunt was placed without issue, and the procedure continued uneventfully. It was noted that the patient experiences a transient ischaemic attack, however it was noted that it is unknown if this was related to the product failure.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Based on the available information, it is possible that the blockage was inadvertently created by the user while preparing the device for use. The lot history record for the devices were reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. The product is visually inspected for defects or issues. The product released from this lot met all acceptance criteria.